Event description:
Boston scientific received information that the right ventricular (rv) lead and pacemaker exhibited low r wave amplitude measurements and t wave oversensing that led to inappropriate ventricular tachycardia episodes. A dislodgement was considered but no x-ray was performed. Two and a half years later the rv lead exhibited oversensing of noise that led to inappropriate tachycardia episodes with no pacing inhibition. Loss of capture and an impedance measurement was 160 ohms were also observed. Review of the daily measurements for the lead revealed mostly normal impedance measurements, however there were a few low measurements. Boston scientific technical services (ts) was consulted and discussed the possibility of an insulation issue with abrasion. Again no x-ray image was taken. Since the patient is not pacemaker dependent and the device has reached less than a half year remaining battery life, the physician opted to increase the voltage on the rv lead to three volts and will address the issue during the next device revision. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.